Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The tac set lamp ignition to off on the otv-s200 so that the staff will need to manually turn lamp on. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the video system center exhibited the light was on when powering up the tower which caused the light cable to put burn in a drape. There were no reports of patient involvement.

Event description:
The issue occurred during inspection for use of a therapeutic hysteroscopy procedure that was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.